Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was on disconnected mode. A field service engineer reseated the network cable and the all in one to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es station was displayed an error states "disconnected mode". The customer reported that there was delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.